Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulty, hypotube fracture and stent damage occurred. In (B)(6) 2012, the patient presented with acute inferior st-elevation myocardial infarction, syncope and head trauma by advanced advanced atrioventricular block. Cardiac catheterization was referred on the same day. Vascular access was obtained via the right radial artery. The de novo 3.0x35mm lesion was located in the right coronary artery (rca) which was totally occluded at the ostium, with significant coronary calcification also involving the ascending thoracic aorta wall. The lesion was eccentric with a significant 45-90 degree bend. Ejection fraction was 70. After a guide wire was inserted into the lumen of rca, thrombus aspiration was performed near the ostium. Then the lesion was pre-dilated with a 2.5x12mm non-bsc balloon catheter. The fluoroscopy showed a second lesion in the proximal rca. Both lesions were pre-dilated with a 2.5x20mm non-bsc balloon catheter. For the presence of calcium the balloon was inflated to 16 atm and it broke on the ostial lesion. Then a 3.0x12mm quantum maverick balloon was used to inflate the ostial lesion up to 20 atm, with a complete resolution of the calcified lesion. The physician chose a 2.75x38mm promus element stent to cover both lesions. The stent was advanced to about 15mm within the artery but it was impossible to move further. The promus element stent was removed from the guide wire. A second guide wire was placed into the vessel and the stent delivery system was reinserted and penetrated about 15mm but then stopped. The physician tried to force to facilitate the entrance and the stent was incarcerated in the ostium. The physician tried to withdraw the system also doing a deep intubation of the guide catheter into the ostium to facilitate the release, but the hypotube broke and a segment of the catheter remained inside the ostium of the rca and in part in the thoracic aorta. In order to remove the catheter segment, a new 3.0x12mm maverick balloon catheter was placed on the first guide wire and pushed beyond the stent and inflated up to 20 atm. While withdrawing the inflated balloon, the physician took the catheter segment with the stent into the guide catheter. However, the catheter segment came out of the guide catheter and was positioned in the brachiocephalic artery. After that, reocclusion of the rca occurred. A new guide catheter and a new guide wire were inserted and two 2.5x10mm and 3.0x12mm non-bsc bare metal stents were directly placed on both lesions without issues, resulting timi-3 flow in the rca. With the angiographic guide, the physician withdrew the guide catheter and in crossing near the promus element stent, partially hooked it. Using small forward and backward movements of "the system" the physician was able to move the catheter segment and push it to the right subclavian artery, but unable to advance it further. Then the guide catheter was removed and a snare was used to firmly attach the stent and push it out via the right radial artery. The stent was shortened longitudinally, but was still attached to the balloon and to the last 25cm of the catheter which was fractured at the hypotube. No further patient complications were reported and the patient's status is stable. In the opinion of the physician, this event could be due to hyper calcified lesion.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulty, hypotube fracture and stent damage occurred. In (B)(6) 2012, the patient presented with acute inferior st-elevation myocardial infarction, syncope and head trauma by advanced advanced atrioventricular block. Cardiac catheterization was referred on the same day. Vascular access was obtained via the right radial artery. The de novo 3.0x35mm lesion was located in the right coronary artery (rca) which was totally occluded at the ostium, with significant coronary calcification also involving the ascending thoracic aorta wall. The lesion was eccentric with a significant 45-90 degree bend. Ejection fraction was 70. After a guide wire was inserted into the lumen of rca, thrombus aspiration was performed near the ostium. Then the lesion was pre-dilated with a 2.5x12mm non-bsc balloon catheter. The fluoroscopy showed a second lesion in the proximal rca. Both lesions were pre-dilated with a 2.5x20mm non-bsc balloon catheter. For the presence of calcium the balloon was inflated to 16 atm and it broke on the ostial lesion. Then a 3.0x12mm quantum maverick balloon was used to inflate the ostial lesion up to 20 atm, with a complete resolution of the calcified lesion. The physician chose a 2.75x38mm promus element stent to cover both lesions. The stent was advanced to about 15mm within the artery but it was impossible to move further. The promus element stent was removed from the guide wire. A second guide wire was placed into the vessel and the stent delivery system was reinserted and penetrated about 15mm but then stopped. The physician tried to force to facilitate the entrance and the stent was incarcerated in the ostium. The physician tried to withdraw the system also doing a deep intubation of the guide catheter into the ostium to facilitate the release, but the hypotube broke and a segment of the catheter remained inside the ostium of the rca and in part in the thoracic aorta. In order to remove the catheter segment, a new 3.0x12mm maverick balloon catheter was placed on the first guide wire and pushed beyond the stent and inflated up to 20 atm. While withdrawing the inflated balloon, the physician took the catheter segment with the stent into the guide catheter. However, the catheter segment came out of the guide catheter and was positioned in the brachiocephalic artery. After that, reocclusion of the rca occurred. A new guide catheter and a new guide wire were inserted and two 2.5x10mm and 3.0x12mm non-bsc bare metal stents were directly placed on both lesions without issues, resulting timi-3 flow in the rca. With the angiographic guide, the physician withdrew the guide catheter and in crossing near the promus element stent, partially hooked it. Using small forward and backward movements of "the system" the physician was able to move the catheter segment and push it to the right subclavian artery, but unable to advance it further. Then the guide catheter was removed and a snare was used to firmly attach the stent and push it out via the right radial artery. The stent was shortened longitudinally, but was still attached to the balloon and to the last 25cm of the catheter which was fractured at the hypotube. No further patient complications were reported and the patient's status is stable. In the opinion of the physician, this event could be due to hyper calcified lesion.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device identified a hypotube break resulting in only the distal section of the device being returned for analysis. A visual and microscopic examination of the device found that the stent had moved proximally on the balloon and the stent was also damaged with the worst of the damage on the proximal side of the stent. The stent was bunched severely at the proximal edge. Severe kinks were also identified along the lumen. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).